Event description:
A customer contacted baxter's technical service center regarding a "high drain call pd nurse" message that occurred on the homechoice (hc) machine. This event occurred after patient use, the patient was not connected. The machine is being swapped. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) to the home patient (hp) until the new unit arrives. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, insufficient drain-tidal ultra-filtration (uf) removal set too low. If any additional relevant information is received, a follow-up will be sent.